Event description:
It was reported that the lead had a gradual rise in impedance, and impedance is now greater than 1000 ohms. Lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received noted the lead was capped during a routine device changeout.

Event description:
It was reported that the lead had a gradual rise in impedance, and impedance is now greater than 1000 ohms. Lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.